Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd q-syte ext set leaks at connection. The following information was provided by the initial reporter, translated from chinese to english: leakage at the connection joint when sealing the tube at the end of the liquid infusion.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.